Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: during testing, it was observed that the battery compartment was cracked and the audio tone alarm was inoperable. The pump was opened and the piezo contacts (audio tone unit) were found to be misaligned. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and an inoperable audio tone alarm. This report is made based on results of investigation completed on 14-nov-2017.